Event description:
It was reported that "dr. (B)(6) was inserting a 9mm x 33mm x 0 unilif spacer into a very small disc space. As he began to insert it, he used a mallet to tap the spacer and in doing so, it cracked and broke."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.